Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was intended to be used in the common bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2022. During preparation outside the patient, it was noticed that the wire in the handle part was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Event description:
It was reported to boston scientific corporation that an ultratome xl was intended to be used in the common bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2022. During preparation outside the patient, it was noticed that the wire in the handle part was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the wire at the handle section was broken and kinked. Functionally, the distal tip was able to bow. An x-ray inspection was performed, and it was observed that the working length was kinked/bent at the proximal section. Additionally, the wire was broken at the handle section. No other problems with the device were noted. The reported event of pull wire broken was confirmed. Upon analysis, it was found that the wire was broken and kinked at the handle section. Additionally, the working length was also kinked at the proximal section. Based on the condition of the device, the problems found could have been generated due to handling and manipulation of the device during its use which can lead to working length kinked/bent. Due to this condition, it could have caused some friction with the cutting wire during the handle actuation leading to kink the wire and then break it. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.